Event description:
The physician used a wilson-cook tracer hybrid wire guide in conjunction with an extraction balloon. During the procedure the tip of the hybrid wire guide detached inside the distal end of the extraction catheter. No injury to the patient was reported.